Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins could only be charged very slowly. No external factors were known to have led or contributed to the issue. No troubleshooting was performed. No actions/interventions were to be taken. The issue remained unresolved.